Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 01-oct-2024. Investigation summary: material #: 368609; lot/batch #: 3311490, 3326425 and 3283963. Bd received 2 shelf cartons (one from lot 3283963 and one from lot 3326425) for investigation. Twenty (20) samples from each returned lot were evaluated by functional testing, each having their safety shield engaged, and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Additionally, 20 retention samples of each reported lot number from bd inventory were evaluated by functional testing, each having their safety shield engaged, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needles, the safety shield detached from five (5) devices. This resulted in one nurse getting a needle stick injury. There was no further report of adverse impact to patients or users.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needles, the safety shield detached from five (5) devices. This resulted in one nurse getting a needle stick injury. There was no further report of adverse impact to patients or users.

Manufacturer narrative:
Two additional lot numbers reported: d4. Medical device lot#: 3311490. D4. Medical device expiration date: 10-31-2028. H4. Device manufacture date: 11-07-2023. D4. Medical device lot#: 3326425. D4. Medical device expiration date: 11-30-2028. H4. Device manufacture date: 11-22-2023. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.